Manufacturer narrative:
Review of the logfiles for the day of treatment shows during the whole day the user prepared 17 treatments and 16 of them were performed successfully without any error or relevant warning. The user used energy settings which are within the defined recommended arrangement of pulse energy. The user changed the vacuum offset without detectable problem and the exact reason for this cannot be determined by review of the logfiles. During the complete day, the energy was stable with no abnormalities. No abnormalities or deviations can be identified by the logfile review. Technical root cause could not be determined as the system is performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported diffuse lamellar keratitis (dlk) superiorly in both eyes one day post lasik. Patient is using a topical antibiotic four times a day, topical steroid drops were increased to every two hours and preservative free artificial tears are being used every two hours. Dlk was reported to be resolved two days later. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.